Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump screen was cracked and the pump was not vibrating. Self test was performed and it passed. Customer stated that there was no specific event but it happened over time. Customer's blood glucose level was 139mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit passed self test and displacement test. Unit vibrate function properly and anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and stained address/serial number label. No cracked lcd window noted.